Event description:
Customer performed a test with the freestyle meter and got a result of 80 mg/dl. Customer was not feeling well so customer went to the doctor's office. Within 10 minutes, the dr tested the customer using the same freestyle meter and rec'd a reading of 126 mg/dl. The tests were reported to have been performed on the forearm. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction. No treatment was required as a result of these readings. The customer's dr suggested to replace the meter.